Manufacturer narrative:
(B)(4). (B)(6). User facility is listed in initial reporter. (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment during a vaginal hysterectomy, uterosacral colpopexy, and bilateral paravaginal cystocele repair.